Event description:
Pharmacist called to report a customer had a pen needle break off in their skin. Pt went to the ER and had it removed. Follow up with consumer verified a small incision was made in the ER to remove the needle. Consumer states they re-use their needles 3-4 times.